Event description:
During a cardiac catheterization intervention of the right coronary artery (rca), the distal portion of the guidewire being used sheared off into the rca. A snare was used to successfully retrieve the portion of the guidewire that became lodged in the vessel. There was no harm to the pt.